Manufacturer narrative:
Result: dip switch settings incorrect.

Event description:
It was reported by service report that the nurse call will not activate properly. The customer reported that they did not know if there was pt's involvement or if there were adverse consequences to report.